Event description:
It was alleged by an end user that he sustained a "burn" injury to his face while using a bi-level positive airway pressure (bipap) device and its associated heated humidifier. The end user noted the injury one morning, but continued to use the devices for a week before contacting the manufacturer. He reported receiving topical silver sulfadiazine for treatment.

Manufacturer narrative:
The manufacturer received the bipap and heated humidifier for evaluation and could not confirm the end user's allegation he sustained a "burn" injury while using the devices. There was no evidence of thermal damage to any component. Temperatures measured during evaluation were within specification. The water chamber to the heated humidifier had evidence of contaminants and insect infestation, and was leaking water. There was physical damage indicating the water chamber had been exposed to forces beyond those it is designed to withstand. Due to insect infestation, no further testing could be performed to the bipap or heated humidifier. The end user's mask was not manufactured by respironics, and was not evaluated. Additional information provided by the end user's physician notes "this patient sustained a facial burn to his cheeks from his mal-fitting and defective CPAP mask." Based on the information available, the manufacturer concludes the bipap and humidifier did not fail in a manner that would have caused or contributed to a "burn" injury. No further action is necessary.